Event description:
It was reported that during a pancreatoduodenectomy procedure, the distal part of the staple line had malformed staples at 1st firing (nearly open shape). Another device was used to complete the case. There were no adverse consequences to the patient.